Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 338 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was treated with intravenous drip for high blood glucose. It was unknown if the customer was wearing the insulin pump during the hospitalization. It was unknown if the auto mode smart guard feature was active at the time of event. The insulin pump will not be will be returned for analysis.